Event description:
The customer reported to olympus, that they suspected that water entered the evis lucera elite gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: plastic distal end cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
As upon evaluation it was found that the device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. There was no delay in the start of precleaning. There were not any abnormalities in the accessories used for reprocessing. The customer did wipe/brush the distal end with clean lint-free cloths, brushes, or sponges. According to the customer, the following details regarding the cds process were unknown: what the foreign material was, and whether the customer presoaked the endoscope in the detergent solution, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer-provided cleaning process and the legal manufacturer's investigation. E1 has also been updated. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the distal end with clean lint-free cloths, brush, or sponges, but it is unknown if they presoaked the device in the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about seven years since the subject device was manufactured. Based on the results of the investigation, the foreign material most likely remained due to improper reprocessing as a result of physical damage on the device. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.